Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported "capsular contracture (baker grade iii) and rupture", confirmed via ultrasound and MRI. Later regulatory agency reported "bilateral stage iii periprosthetic shells, confirmed via ultrasound and MRI also highlight a right intra-capsular prosthetic rupture". This report is for the right side. Total bilateral capsulectomy. Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture (baker grade iii) and rupture", confirmed via ultrasound and MRI. Later regulatory agency reported "bilateral stage iii periprosthetic shells, confirmed via ultrasound and MRI also highlight a right intra-capsular prosthetic rupture". This report is for the right side. Total bilateral capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed two openings assessed as surgical damage also observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture (baker grade iii) and rupture", confirmed via ultrasound and MRI. Healthcare professional reported "capsular contracture (baker grade iii) and suspicion of rupture", confirmed via ultrasound and MRI. Later regulatory agency reported "bilateral stage iii periprosthetic shells, confirmed via ultrasound and MRI also highlight a right intra-capsular prosthetic rupture". This report is for the right side. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.